Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.1, d.3, d.4, d.6a, g.4, h.6.

Event description:
Manufacturer of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured".

Event description:
Healthcare professional reported "ruptured" left side device. Device was explanted.